Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy, utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, fever and weakness. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis and high calcium levels. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain, fever and weakness. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with staphylococcus (species not reported) in the culture and a wbc count of 634/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s high calcium levels were not addressed in hospital discharge paperwork and there was no indication that medical intervention was provided to address hypercalcemia. The patient¿s antibiotics prescribed during this hospitalization were vancomycin and gentamycin (routes, dosages and frequencies not reported). The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization as patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient was discharged to a rehabilitation facility due to unrelated neurological comorbidities where patient continues hd therapy from an outside dialysis service provided hd machine (unknown brand and model). It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis following discharge from the rehabilitation facility with no plan to return to pd therapy.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis and high calcium levels. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain, fever and weakness. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with staphylococcus (species not reported) in the culture and a wbc count of 634/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s high calcium levels were not addressed in hospital discharge paperwork and there was no indication that medical intervention was provided to address hypercalcemia. The patient¿s antibiotics prescribed during this hospitalization were vancomycin and gentamycin (routes, dosages and frequencies not reported). The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization as patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient was discharged to a rehabilitation facility due to unrelated neurological comorbidities where patient continues hd therapy from an outside dialysis service provided hd machine (unknown brand and model). It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis following discharge from the rehabilitation facility with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.